Event description:
Reported through clinical study follow-up, that approximately 17 days post implant, the patient experienced an acute left main cerebral artery infarct. Surgeon reported that, although indeterminate, it was likely embolic. The event partially resolved; some dysphasia remains.